Event description:
Customer reported that the charge port was unreliable, requiring manipulation of the cable to connect it properly and noting that once connected, the pump must not be touched. There was no reported impact to the customer¿s blood glucose level. Follow-up was declined, and no additional information was received regarding the outcome of the event.